Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 20may2024.

Event description:
This record is no longer reportable as it was found to be a duplicate record. The operating record is under report reference # 9617229-2024-03947-01. All information has been transferred to report reference # 9617229-2024-03947-01.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Clarification d2a and d2b: the device is being reported under a different reference number, there is no device for this record. This record is no longer reportable as it was found to be a duplicate record. The operating record is under report reference # (B)(4). All information has been transferred to report reference # (B)(4).

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.